Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during left ica (internal carotid artery) oa aneurysm embolization case when advancing the coil (subject device) into aneurysm, slight resistance was encountered inside the catheter. When the operator adjusting its position in aneurysm after filling, the distal end of the coil (subject device) delivery wire fractured. The operator withdrew the microcatheter and the delivery wire out together together with the fractured tip. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during left ica (internal carotid artery) oa aneurysm embolization case when advancing the coil (subject device) into aneurysm, slight resistance was encountered inside the catheter. When the operator adjusting its position in aneurysm after filling, the distal end of the coil (subject device) delivery wire fractured. The operator withdrew the microcatheter and the delivery wire out together with the fractured tip. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was found to be kinked/bent in multiply areas. There was no breakage of coil delivery wire noted. The main coil was found to be detached. The detachment seems to be mechanical. The main coil was found to be tangled. Coil in catheter friction functional test was unable to perform due to condition of the device. Coil delivery wire broken/fractured during use functional test was not confirmed during the visual analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported coil in catheter friction could not be confirmed; however, the analysis results are consistent with the reported event. The reported coil delivery wire broken/fractured during use was not confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the main coil was found to be detached/separated from the coil delivery wire. The coil delivery wire was found to be kinked/bent. The main coil was found to be tangled. An assignable cause of not confirmed will be assigned to the as reported 'coil delivery wire broken/fractured during use' as the defect was not confirmed during the analysis. An assignable cause of procedural factors will be assigned to the as reported 'coil in catheter friction' and as analyzed 'main coil prematurely detached/separated during use', 'main coil tangled' as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent' as this issue is associated with handling of the device during the clinical procedure.